Event description:
Information received indicates there is a slight movement of the stretcher after the brake is set.

Manufacturer narrative:
The technician adjusted the brake cam on the caster so that the puck was touching the caster wheel, and there was no movement of the stretcher.